Manufacturer narrative:
UDI #: (B)(4)

Event description:
It was reported that during a bph surgical procedure fiber "forward firing" was observed. The fiber was exchanged and the second fiber was used to complete the procedure. No injury to the patient was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at bevel edge; the outer flow tubing open end exhibits minor scratch mark, partially erased red octagonal sign, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was further reported that: 104,888 joules and 22:54 minutes were expended on the failed fiber. The fiber tip was cleaned during the procedure.